Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to verify and duplicate the reported issue. The customer received a replacement device under warranty. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not automatically power on when the lid was opened and did not power on when the on/off button was pressed. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.